Event description:
The biomedical engineer reported the following event, "fracture of the device at the junction of the nail with the lag screw and breakage of the distal screw. Very difficult extraction of the distal screw, which was drilled with a tungsten drill."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.